Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later provided that the model and serial/lot number of the catheter at the time of the scoliosis surgery was unknown and not available. Although asked, the date of the scoliosis surgery was not provided by the health care professional. The scoliosis was an underlying condition and unrelated to the implanted pump system and/or therapy. This catheter was implanted the same day as the pump, (B)(6) 2018. In regards to the inquiry if the catheter was intact at the time of the pump replacement it was reported as ¿replaced¿. However, it was also reported that the status of ¿this¿ catheter was ¿in-service¿. Clarification was requested. No further information was provided regarding what the physician tried to reprogram other than the physician was unable to program.

Manufacturer narrative:
The pump was returned and analysis revealed no anomalies. The device met specification through analysis testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in sweden who received lioresal 2 mg/ml at a dose of 410 ug/day via an implantable pump. The patient¿s medical history included cerebral palsy. It was reported that post-operatively on (B)(6) 2017 (although the pump was implanted on (B)(6) 2016), the patient was more ¿spactic¿ after a ¿scolios¿ operation with report that maybe catheter damage or the pump was destroyed by diathermy. Diathermy was used close to the pump. As reported, it was unknown what diagnostic testing or troubleshooting occurred. Actions/interventions taken included the physician trying to reprogram the pump. Ultimately, the pump was explanted reportedly on (B)(6) 2017 and also reported to have occurred on (B)(6) 2017. The explant date was being clarified as well as the status of the catheter and reprogramming details. At the time of the report the issue was reported as resolved and the patient¿s status at that time was noted as alive-no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the catheter that was implanted the same day as the pump was in 2016 was replaced. The serial number was unknown. A new catheter currently is in-service. The physician provided no further information, despite inquiry, pertaining to any observations of this explanted catheter upon the pump replacement. The explanted catheter was not saved by the physician after the operation.